Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating which resulted in the pump unexpectedly shutting down. Subsequently, it was reported that the pump date was incorrect; cause was unknown. Customer's blood glucose level was 124 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.